Manufacturer narrative:
(B)(6). Patient weight was not provided for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, patient underwent revision surgery. During the surgery with titanium trochanteric fixation nail advanced (tfna), a k-wire broke off and could not be removed. The proximal part of the k-wire was left in the patient. The surgery started with reposition of the proximal part of the fracture. K-wire was placed to hold reposition. The drill was used over the k-wire. The k-wire broke during drilling. Final column screw was placed without k-wire and ended up in ventral position of the head. The surgery was prolonged but unknown how many minutes. No information available about patient condition and outcome. Concomitant reported parts: tfna (quantity 1). Drill (quantity 1). Column screw (quantity 1). Locking bolt (quantity 1). This report is for one (1) 3.2 mm guide wire 400 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the procedure was not a revision procedure as previous reported. No reoperation was performed and no additional medical intervention was required.